Event description:
The manufacturer received information alleging a ventilator's remote alarm nurse call system intermittently alarms. There was no harm or injury reported. The device was not in patient use at the time of the allegation. The device was evaluated by the manufacturer's field service engineer and the issue was confirmed. The ventilator's interface board was replaced to address the issue.